Event description:
It was reported that the patient had recently undergone implantation of a pacemaker. Approximately two weeks post-implant, during a routine follow-up evaluation, device interrogation revealed that the device was found to be in safety mode, and error code 0x20 was displayed. Subsequently, the device was explanted successfully. The device is expected to be returned for analysis. No additional adverse patient effects were reported.